Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was glass breakage. The following information was provided by the initial reporter. The customer stated: "after blood collection, the tube was stored under a frozen condition at -70 degrees and then broke."

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was glass breakage. The following information was provided by the initial reporter. The customer stated: "after blood collection, the tube was stored under a frozen condition at -70 degrees and then broke."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged/broken tubes. Bd was not able to identify a root cause for the indicated failure mode.